Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 43 or pump error 130 noted. Motor was tested outside device and passed. Device received corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received with multiple insulin pump errors. Customer stated that, they are not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.